Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced erroneous results related to high potassium levels of 6.5. The following information was provided by the initial reporter. The customer stated: lot # 2080690 was drawn on 10/12. Results were 6.5 and were sent to ref lab to confirm results. Patient c was redrawn on 11/21 and results 4.6 results which were stated to be normal. Customer is alleging erroneous potassium results with the lithium heparin tube.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1917413-2022-00784 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced erroneous results related to high potassium levels of 6.5. The following information was provided by the initial reporter. The customer stated: lot # 2080690 was drawn on 10/12; results were 6.5 and were sent to ref lab to confirm results patient c was redrawn on 11/21 and results 4.6 results which were stated to be normal. Customer is alleging erroneous potassium results with the lithium heparin tube.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.